Manufacturer narrative:
(B)(4). Date of events: unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the product code and/or lot number of the device? What were the indications for surgery? What surgical procedure was performed? What specific anatomic structure was the device fired on? What color cartridge was being used? Were there any issues with the tx device in the initial surgical procedure? Were any staple formation issues identified in the initial surgical procedure? How was the post-operative issue identified? Why does the surgeon believe the staples opened? How was the issue addressed? Why does the surgeon believe the stapler is related to the post-operative issues? What is the current status of the patient? It was the reported that the device is available for return. Can you please confirm this?

Event description:
It was reported that dr. (Surgeon of thorax) last year requested a tx to operate a patient and after 7 months the staples were opened. According to the dr, this adverse event originated because the device used did not allow the adjustment of the staples to the exact measurement that tissue requires, as if it happened when he used a different device.

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: patient´s name: (B)(6). This patient had a previous pneumonectomy before he was operated at hospital (where the tx was used). The second surgery (where the tx was used) was needed because after the first surgery the patient had a fistula. Dr performed the second surgery (where the tx was used). This surgeon thinks the pneumonectomy was not necessary. The surgery (where the tx was used) was performed on (B)(6) of 2018. Procedure´s name: closure of the right bronchopleural fistula. What was the product code and/or lot number of the device? Product code: tx30g. Product functional family: linear stapler. Lot number: r4025l. What were the indications for surgery? This patient had a fistula and some other complications after a pneumonectomy was performed at a hospital. What surgical procedure was performed? Closure of the right bronchopleural fistula. What specific anatomic structure was the device fired on? Bronchus. What color cartridge was being used? Green. Were there any issues with the tx device in the initial surgical procedure? No. Intraoperative complications were identified or reported once the surgery was performed. The patient had a normal recovery after the surgery. Were any staple formation issues identified in the initial surgical procedure? No. How was the post-operative issue identified? On mid-october, the patient had some respiratory distress, fever and pleural effusion, so he contacted dr in order to know what was going on to make him feel sick. Why does the surgeon believe the staples opened? Because the surgeon took some thoracic x-rays and an endoscopic images, so he could saw where the staple is opened. How was the issue addressed? Dr decided to make some exams and hospitalized this patient. Why does the surgeon believe the stapler is related to the post-operative issues? Because the patient has a fistula where the tx was fired. What is the current status of the patient? He is hospitalized since (B)(6) of 2018, waiting to be operated again. It was the reported that the device is available for return. Can you please confirm this? It is not available, please take into account that the complaint was received at the beginning of this year ((B)(6) of 2019) and the surgery where the tx was used, was performed on (B)(6) of the last year (2018).